Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, d354trg, is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The cause of death is unknown and will not be known.

Event description:
It was reported that the patient died at home. The received information indicates the patient died approximately one month post the upgrade to a cardiac resynchronization therapy w/defibrillator (crt-d), with placement of a defibrillation lead (right ventricle (rv)) and left ventricular (lv) pacing lead. Additional information received indicated that during the upgrade procedure, the rv lead was extracted and replaced to afford "a better pacing-position regarding v-v timing to the lv lead [for] biventricular pacing." There was no allegation by the physician that the patient's death was device related; "no physician had the possibility to clarify the cause of the death."